Event description:
After approximately ten years of successful implant use, this patient's cochlear implant developed several electrode faults. Although the patient continued to benefit from the device. Their healthcare provider elected to replace the ci22m cochlear implant with newer technology. Explantation/reimplantable surgery was successfully completed in 2004.